Event description:
It was reported that there was a system infection and the entire system was explanted. The extensions/lead connection eroded through the skin with an unknown cause. The entire system was sent to pathology for cultures and the issue was resolved. It is unknown if there are any patient/external/environmental factors contributing to this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b32000 (lot: 082m17222); product type: 0001-accessory; implant date (B)(6) 2023; explant date (B)(6) 2024; brand name sensight; product ID b3301542 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2024. Brand name sensight; product ID b3400060m (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2023; explant date (B)(6) 2024; brand name sensight; product ID b3400060 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2023; explant date (B)(6) 2024; brand name sensight; product ID b3301542m (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2024; brand name sensight; product ID b32000 (lot: 082m03324a); product type: 0001-accessory; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.